Event description:
It was reported when using the pyxis medstation 4000 system, the drawer encountered a failure and unable to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. The delay extended for approximately 12 hours, during which the customer obtained the necessary medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band was defective. The field service engineer shut down the station and replaced the faulty half-height retractor band. After the reboot, all issues were resolved. The system functioned as intended after the field service engineer troubleshot the device.